Manufacturer narrative:
Summary of evaluation: the results of the evaluation performed indicated the device was manufactured according to specifications. The complaint of looseness was not verified.

Event description:
Reporter states, "the patient was templated to a #2/14mm stem. A #2/ 14mm trial was inserted into the prepared femur. It appeared to have a good fit. The stem was then implanted and appeared to be loose." The surgeon prepared the canal for a alternate stem which was implanted. This event did not cause any adverse consequence to the patient.